Event description:
Reference number (B)(4). Event occurred in italy, it was reported that patient faced an infusion flow block alarm on (B)(6) 2024. The blockage was located at the tubing. No further information available.